Event description:
The hcp reported a catheter occlusion in the past. Interventions, patient symptoms, drug and patient outcome were not reported. Further follow-up is being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
(B)(4)